Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # (B)(4), exp date: 12/31/2020, MFR date: 01/07/2016. Batch # (B)(4), exp date: 12/31/2020, MFR date: 01/21/2016. Batch # (B)(4), exp date: 10/31/2020, MFR date: 11/02/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used on ped subcutaneous layer. Following the procedure, the stitch abscess was discovered, when the patient came back to see a doctor. The surgeon was not sure if this abscess caused by the suture or other reason. Additional information has been requested.

Manufacturer narrative:
(B)(4).